Event description:
It was reported the pt is without stimulation. It was also reported the pt is unable to establish communication between this ipg and external devices. Pt met with the sjm rep and confirmed the issue. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.